Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to customer¿s blood glucose level. No additional information was provided. Customer declined follow up contact from tandem technical support.